Event description:
Hamilton medical ag received the following event description: per the customer, 'keys locked on vent while on a patient. Staff unable to make any changes due to screen being locked, after few hours on standby it went to ambient mode and couldn't do anything. Battery was full, ac was plugged' issue was reported by the customer after event date. - no health consequences or impact - replaced with a different c1.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is on going.